Event description:
Boston scientific received information that this lead displayed a pacing impedance measurement greater than 2,000 ohms, with no capture. A revision procedure was performed and it was determined that the lead was fractured due to a suspected clavicular crush via xray. The lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.